Manufacturer narrative:
Additional information was received that during the implant of this transcatheter bioprosthetic valve, with this delivery catheter system (dcs), the valve was fully deployed. Following deployment of the valve, the nose cone of the delivery catheter system (dcs) caught on the valve causing it to dislodge. Subsequently, a second transcatheter bioprosthetic valve, was implanted. No additional adverse patient effects were reported. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, serial/lot #: (B)(6), ubd: 2023-04-02, UDI#: (B)(4). H6 coding updates: ime e2403 replaced e2401 fdd a051201 replaced a26 fdm added b18 for the discarded delivery catheter system (dcs) fdc d15 replaced d14 conclusion: the dcs was discarded by the customer and the valve remained implanted. Without the devices no analysis could be performed. No procedural images were provided to medtronic for review. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, and compliance of the aorta and native vessels. In this event, it was reported that after full deployment of the valve, the nose cone of the dcs caught on the valve; thus, causing it to dislodge. Dislodgement of the valve by the distal tip is likely related to operator technique or experience. Per the device instructions for use (IFU), ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Given the limited information and no images for review, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. Dislodge events are typically not related to a device malfunction. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: e. Initial reporter facility name english translation was inadvertently left off from the supplemental additional information medwatch report. E.2. Initial reporter hcp was inadvertently left off from the initial medwatch report. E.3. Initial reporter occupation was inadvertently left off from the initial medwatch report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a second valve was implanted for unknown reasons. No additional adverse patient effects were reported.